Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had an open MRI on their back performed a couple of weeks ago. The tesla was unknown. During the scan, the patient felt a warmth sensation at the implantable neurostimulator (ins) site and when he got home that day, his wife noticed the ins area was red. By the end of the day, it went away. On (B)(6) 2016, the ins site became hot again, causing the patient to turn it off and it had been off ever since. The patient's skin didn't get red, but the inside was hot. When the patient had looked at the settings, it had gone down one volt; from 4.5v to 3v. The device was turned off for now and he would keep it off until it could be checked. Indications for use include complex regional pain syndrome type 1 and spinal pain. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.